Event description:
It was reported that a patient underwent an unknown alif procedure at l5. During the procedure, it was reported that the cage broke and some fragments remained in the patient.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 7969212, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 7969212, 510k # k091813 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.